Event description:
The spouse of a customer, who is a physician, reported that while the customer was performing her duties as a school nurse she inadvertently stuck herself with a used lancet while trying to eject it from the adc lancing device. Customer self-presented to a local emergency room, but did not receive a diagnosis, however she did have blood drawn for laboratory analysis. Caller indicated she will require follow-up lab work to be drawn every few months "to screen for any diseases". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the date of manufacture is unknown.